Event description:
It was reported by service report that the battery needs to be replaced. No pt involvement or adverse consequences are reported.

Event description:
The customer contacted baxter's technical service center regarding system error (se) 2240, which occurred on the homechoice during drain 2/4. The home patient (hp) stated she disconnected herself in dwell and when she returned, the drain cycle had started and she reconnected. The se 2240 then occurred. The sample was discarded and the lot number was unknown. Proper procedures per the user manual were reviewed with the hp. No patient injury or medical intervention was reported at the time of the initial report. Product surveillance spoke to the hp regarding the incident. Per the hp, she disconnected and reconnected during dwell. A couple of minutes after she reconnected, the se 2240 occurred. The hp was treated with antibiotics as a prophylactic measure. The hp is continuing therapy on the hc without difficulty.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. A labeling review was performed and found to be adequate for the use error identified in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.